Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately six weeks post-implantation due to component dissociation. It was determined by the surgeon that the central screw had not been seated properly during primary implantation, which eventually caused the disassociation of the glenosphere and taper from the baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, d4, d10, g3, g4, g6, h2, h11 d10: comp rvrs 25mm bsplt ha+adptr cat # 010000589 lot # 67388635 once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.